Event description:
It was reported to target that during a procedure of a "cc" fistula, after a fastracker-18 catheter was placed, the physician experienced some difficulty withdrawing the gdc-18 vortx coil. When attempting to reposition the catheter it was noticed that the coil was in two pieces, one inside the catheter, the other still attached to the pusher wire. As result of this event the cc fistula was not completely treated and the pt will be retreated in 2000.